Event description:
A surgeon reported that approximately three years after intraocular lenses (iol) were implanted bilaterally in a patient, inclusions were observed within the implanted lenses. The patient has noticed a decrease in vision as well. There are two medical device reports associated with this event. This report is associated with the right eye.

Manufacturer narrative:
A sample device was not returned for investigation. The device remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. The manufacturer internal reference number is: (B)(4).